Manufacturer narrative:
Product ID 97755 lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt reported difficulties fully charging their neurostimulator battery (ins) for 3-4 days. Pt mention having the recharging antenna (rtm) positioned for probably 6 to 7 hours while having to recharge the controller (ptm) battery pack a couple of times while the ins only incremented to 80%. Pt explained this was not all at once but 2-3 times over several days while one time not going up at all but a little bit each of the other times.pt stated a representative had contacted medtronic telling them to call pats to report the error numbers they have been seeing on their unit. Pss did not locate record for mdt field rep contacting mdt on pt's behalf. Pt said error code they believed was m06; pss understood pt was referring to system problem [77]: rm06. Pt described pulling up the last error information (which was last night (B)(6) 2023 at 21:14) on the ptm under the about tab found in the menu screen as 9-15; 10-pt02; 11- . Pt added they had a background in electronics so they have a tendency to look for answers.pt claimed everything had been working fine other than them not liking that the batteries had not been working.pt inspected recharging antenna (rtm) cord <(>&<)> connector plug during call w/o detecting any visible damage.pss had pt reset ptm while collecting device model/serial numbers <(>&<)> inspect device components. Current battery levels provided after reset: ptm 90%; ins 60%.pss requested caller to initiate an ins recharge session where pt initially saw what pss understood was the no device found (no imd [16]) with 'recharge indicator light' switching between green <(>&<)> orange.pt was then able to get excellent recharge quality adding they could sit for three hours w/o ins incrementing from their past experience. Pt said they had a problem with the old unit with positioning antenna and this one has been almost more of a problem. Pss reviewed best practices for recharging <(>&<)> antenna positing to get best quality connection with ins. Pss also suggested using the recharging belt to position antenna securely. Pt spoke up to say the ins had increased to 70% since giving previous reading. Pss offered to f/u with pt next day to ensure ins charged to 100%.redirected caller: other (document in note)

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they were told to place it next to their skin. Issue has resolved.